Manufacturer narrative:
The investigation of positioning issues has been completed. The data was not returned for review. The pump was returned in damaged condition without pump plug. Visual inspection found a kink on can about 15 mm from of cage &and can bonding site. No other issues were found on the rest of the pump. The root cause of low flow was most likely kinked cannula. Note: changed failure mode (fm) from positioning issue to low flow as clinical description confirmed pump was in proper position and had suction alarms and low flow for the whole case.

Event description:
The complainant reported that after placement of impella cp, the impella cp had continuous suction. They were unable to resolve with repositioning, fluids, and p level decrease. Therefore, the patient was cannulated for extracorporeal membrane oxygenation at bedside and the impella cp was removed. The procedural outcome was the patient survived the surgery.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.